Event description:
It was reported that when using the pyxis medstation es system, orders had not crossed across the station. A customer reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a software issue. A technical support specialist successfully found that the care corrdination engine- remote smart server link provided had been incorrect and dialed into the correct care corrdination engine, roepyx026a. The care corrdination engine services were up and running to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The technical service specialist was reached for the affected device, cce site (covered under enterprise lic.). The serial number in the MDR was empty and would be updated when information became available.